Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were requested from the customer to be forwarded to the supplier which we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states while engaging the safety lock on the butterfly, it never locked or stopped, needle came entirely out. As she was engaging the safety, the needle slid right out of the safety hub. There was no stopping point, the needle just came completely out. The customer advises this is probably a one time occurrence but wanted to bring it to our attention as the risk of needle stick is high. Based upon customer example picture and further information, the sbc set broke off at the stem during activation of the safety mechanism.

Manufacturer narrative:
Received 5pc 450096/20c24u for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, customer samples and pictures to our supplier from which we received this product. According to their investigation and comments, a check of production records of the concerned material/batch shows no documentation indicating a deviation. Retain and customer samples were visually inspected; no deviations could be observed, no defects in the hub. The safety mechanisms were activated. They were found to work properly and lock without damaging any components. From the appearance of the sample in the customer picture, it was surmised that the hub may have been broken due to excessive bending force during operation. Model tests confirm that by bending the hub manually during activation of the safety mechanism, the hub can be broken at the same point as the complained sample. Therefore, it is believed that the cause of the customer's broken sbcs stemmed from undue force during activation of the safety mechanism that led to distortion and subsequent breakage of the hub. The complaint could not be duplicated. Corrected data: (B)(6). H3: samples evaluated; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.